Manufacturer narrative:
The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip had "red/brown specks" in it that were noticed before use after drawing up "eylea". The following information was provided by the initial reporter: "request replacement of 1 vial of eylea because the medication was pulled up into the syringe and there were red/brown specks in the syringe. The reporter stated the specks were dispersed throughout the solution side of the syringe."

Event description:
It was reported that the bd syringe luer-lok¿ tip had "red/brown specks" in it that were noticed before use after drawing up "eylea". The following information was provided by the initial reporter: "request replacement of 1 vial of eylea because the medication was pulled up into the syringe and there were red/brown specks in the syringe. The reporter stated the specks were dispersed throughout the solution side of the syringe."

Manufacturer narrative:
H.6. Investigation summary two photos were received and evaluated. The photos depicted a close-up view of a portion of 1ml ll syringe with needle attached, its stopper at 0.2ml, and clear liquid visible in the fluid path. A few small dark colored particles were observed in the fluid path inside the barrel. It was not clear how many particles there due to the photo quality. It was not possible to identify the type and nature of the particles based on the photo provided, nor their potential origin. It is not possible to determine the root cause of the foreign matter observed in the sample in the photo provided. The product is sold as 1ml ll syringe only. The sample had been manipulated and the source of unidentified foreign matter particles could not be speculated. Due to the product having been manipulated, the foreign matter could not be confirmed to have originated during the syringe manufacturing process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: additional information was received regarding the reported event. The foreign matter was observed to be reddish brown in color with measurements of approximately 0.5 mm in length and 0.5 mm in width. To determine if the foreign matter was attached to or contained within the syringe wall, the contents of the syringe were expelled and examined. No discoloration, foreign matter or particulates were observed. The interior of the syringe was rinsed three times, expelled and examined. No discoloration, foreign matter or particulates were observed. To access the foreign matter within the syringe, the syringe barrel was cut. The interior and exterior walls of the syringe were scraped. The foreign matter could not be isolated from the syringe wall and no particulates were able to be moved or scraped off. The particle appears to be embedded in the syringe wall and therefore not in the flow path of the liquid contained in the syringe. Foreign matter outside the syringe/not in the fluid path is not considered to be a reportable malfunction.

Event description:
It was reported that the bd syringe luer-lok¿ tip had "red/brown specks" in it that were noticed before use after drawing up "eylea". The following information was provided by the initial reporter: "request replacement of 1 vial of eylea because the medication was pulled up into the syringe and there were red/brown specks in the syringe. The reporter stated the specks were dispersed throughout the solution side of the syringe."